Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. MFR report #3005099803-2010-04950 addresses the other device. It was reported to boston scientific corporation that a injection gold probe device and radial jaw 4 lc - biopsy forceps device were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the physician took a biopsy using a radial jaw 4 lc - biopsy forceps, and the patient had some bleeding from the tissue that required thermal care. They went to use an injection gold probe device, but it would not conduct any energy. The bleed was treated with the same generator and cable, along with a second injection gold probe device. The procedure was completed with this radial jaw 4 lc - biopsy forceps device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Caller states patient received results of 22 mmol/l and 8 mmol/l within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).